Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The capture would not lock into the cutting block. Used without capture.

Manufacturer narrative:
An event regarding seating/locking issue involving a modular capture ¿ distal resection was reported. The event was not confirmed. Method and results: device evaluation and results: during the function inspection the distal resection guide was able to snap in with the modular capture. The distal resection guide held securely onto the modular capture as intended with no separation trying to pull apart. Medical records received and evaluation: not performed as no medical records were returned for evaluation. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because during the functional inspection the distal resection guide was able to snap in with the modular capture. The distal resection guide held securely onto the modular capture as intended with no separation trying to pull apart. The event could not be replicated since the distal resection guide snapped into the modular capture as intended.

Event description:
The capture would not lock into the cutting block. Used without capture.